Event description:
Paramedics responded to a person, condition unk. The pt was connected to the device with ECG electrodes then disposable pacing/defibrilltion/ECG electrodes for external pacing. Later, the pt's rhythm deteriorated to ventricular fibrillation. According to the reporter, the operator said he turned pacing off and charged the device but that it would not deliver a shock. The reporter indicated a backup device at the scene was used to continue the call. Pt outcome is unk but nothing was reported to indicate any adverse affect to the pt occurred as a result of the alleged malfunction.